Event description:
It was reported that the minicap became loose on a minicap transfer set during use with a home patient (hp). There was patient involvement but no patient injury or medical intervention indicated in association with this report. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). During visual inspection and functional testing of the returned sample no issues were noted. During dimensional verification of the sample it was noticed that there was a slight damage to the positive stop that could have been due to the minicap being over torqued when connecting to the transfer set. Over torquing the minicap onto the transfer set can result in stretching of the minicap leading to the minicap dimensions being out of specification. However, no root cause of the reported issue can be determined. Should additional relevant information become available, a supplemental report will be submitted.